Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic assisted laparoscopic sleeve gastrectomy, the device was inserted into the patient's stomach. Physician had difficulty deploying the device and after 2 attempts removed the device. Patient was found to have a perforated esophagus.

Manufacturer narrative:
This report was sent in error as a duplicate for MFR report number: 1219930-2017-05251(that's the MFR report# for the MDR sent on other compliant).